Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line sensor issue' was verified through the a review of the event history log as "air in line!¿ messages, and reproduced during evaluation. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line sensor issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.